Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failures alarm confirmed in the pump history (variableinfo=3) due to broken trace at pin1, u1 keypad assembly. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 10 mmol/l. The customer also reported leaking of insulin from reservoir to insulin pump. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer reported that the alarmed occurred during self test. Customer performed self test and it passed. Troubleshooting was performed. The insulin pump will be returned for analysis.